Event description:
The event occurred in the USA. It was reported that the error message ¿head error¿ occurred on the rotaflow console and the drive arm won¿t hold its position. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop therefore, a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in the USA. It was reported that the error message ¿head error¿ occurred on the rotaflow console and the drive arm won¿t hold its position. It was noticed during testing. No patient was involved. No harm to any person has been reported. The rotaflow drive with s/n (B)(6) was investigated by a getinge field service technician and the reported "head error" could not be reproduced. The device was tested by the getinge field service technician for a week and the device was working as intended. The rotaflow drive was cleaned as it was contaminated with heavy dust and dried blood. Thus the reported failure "head error" could not be confirmed. The reported failure "rotaflow drive arm will not stay in position" could be confirmed by the getinge field service technician. The technician added hydraulic oil into the drive arm which solved the problem. Thus, the failure "rotaflow drive arm will not stay in position" could be confirmed. The batterypack (article number 701017188) and the 3x hl20_rubber foot (article number 701054567) have been replaced as part of the service. Functional tests were performed. Unit returned to clinical use. Based on these investigation results the reported failure "head error" could not be confirmed. However, the following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Based on these investigation results the reported failure "rotaflow drive arm will not stay in position" could be confirmed and the most probable root cause could be determined to normal wear and tear of the device (device produced in 2015). Further more the failure mode "drive arm will not stay in position" can be linked to the following most possible root causes according to the rotaflow risk management file. Malfunction or total fail due to mechanical influences, e.g.: 1. Falling of rotaflow system (broken holder, user routine violence) 2. Loosening of fastening (wrong installation, aging) 3. System falls to ground (transport in non-fixed manner, user routine violation). The review of the non-conformities was performed on 2024-09-19 and during the period of 2013-09-06 to 2024-09-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console with s/n (B)(6) was produced in 2013-09-06. The review of the non-conformities was performed on 2024-10-31 and during the period of 2015-09-15 to 2024-09-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive with s/n (B)(6) was produced in 2015-09-15. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on (2013) and the rotaflow drive has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).